Event description:
Nurse states that the customer reportedly received the following results on the aviva system within 10 minutes: 279 mg/dl and 60 mg/dl. Nurse states that she underdosed the strip with the reading of 279 mg/dl. No actions taken based on device result of 279 mg/dl. Nurse treated customer with orange juice and peanut butter based upon the customer's low blood glucose symptoms. Customer felt better about 1 hour 45 minutes later. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.